Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: a review of the pump black box history shows no call service alarms. No call service alarms occurred during 12 hour testing of the pump. The complaint of a communication alarm issue was not duplicated. Unrelated to the complaint, investigation showed evidence of corrosion and a crack in the battery compartment. A leak test showed leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.